Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 422 mg/dl. The customer had to call the doctor to get insulin. The customer stated that she was lying out in the pool and water came out under the sticker right under the adhesive. The customer stated that the buttons are not working. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the functional tests including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a stained end cap sticker.